Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to (B)(6) (B)(4) analyst) at (B)(6), a nurse in the sicu at (B)(6) hospital reported that 100 ml of bumex at a rate of 10 ml/hr (1mg/hr) infused too quickly on infusomat #: (B)(6). According to the order, the infusion should have completed after 10 hours. Instead, the infusion was reportedly started at 10:11 and ended at 15:45, several hours earlier than anticipated. The dosetrac database suggests the following actions occurred: the nurse attempted to auto-program the bumex infusion at 10:15:50, but the pump was offline at that time. At 10:16:24, the pump's communication status changed to online. The nurse attempted to auto-program the infusion again at 10:16:51, and they encountered a "program is identical" error, likely because the infusion was manually programmed with identical information. From there, it appears that the infusion was started at 10:17 with a rate of 10 ml/hr and a vtbi of 87 ml. At 11:18, the pump was stopped and placed in standby. In that hour, our records show that the remaining volume changed from 87 ml to 76.8 ml, indicating about 10 ml of volume infused. At 11:26, the infusion was restarted and ran until 15:45, at which time the pump reported an air bubble alarm. In that time (slightly over 4 hours), the remaining volume changed from 76.8 to 33.5, indicating about 43 ml infused. After that time, there is no evidence that the pump was restarted. Instead, the pump was placed in standby one minute later and repeatedly alternated between standby and hold states until the battery eventually depleted and the device powered off later that night.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number: (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Technical evaluation of the device did not identify any nonconformance's or device performance problems which would directly contribute to the reported event. The logs were provided for review. Log review shows on (B)(6) 2025 and 10:17am an infusion start of 10ml/hr and 87ml (dl: bumex10). At 11:18am infusion was stopped with a volume infused to 10.16ml and pump was placed on standby. At 11:25am pump was brought out of standby and infusion start and at 3:45pm an air alarm stopped the infusion with a volume infused to 53.43ml. Between 3:46pm and 4:50pm pump was placed on standby multiple times and then at 10:32pm battery near empty alarmed and at 11:02pm battery empty alarmed and at 11:05pm pump expectedly shut-down. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.